Event description:
On (B)(6) 2011, pt reported he is not able to start the prime with his infusion device. Pt stated he presses and holds the check mark button for 3 seconds and it does not start the prime. Advised pt to switch to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.